Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer:(B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during a case. There was no patient injury.